Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's scs was no longer working. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-50 serial #: (B)(4), description: scs 50cm iii lead; model#: sc-2138-70, serial #: (B)(4) description: scs 70cm iii lead.

Event description:
A report was received that the patient's scs was no longer working. The patient will undergo an explant procedure.